Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the single use electrosurgical knife distal end broken. The issue occurred during a therapeutic endoscopic submucosal dissection (esd) procedure. The procedure was completed using a similar device. There were no reports of patient harm

Event description:
No additional information received from customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Updated fields: d4, h2, h3, h4. The device was returned to olympus for inspection; the investigation found; tip detachment, the cutting knife and the electrode were charred black, a part of the electrode was found to melt and the knife was found to be bent near the distal end cover. Based on the results of the investigation, the issue was caused by; 1) an electrical discharge occurred between the tissue and the electrode during output activation due to the factors described below. ·the high-frequency output was set too high ·the electrosurgical unit was used in coagulation mode. ·the output activation time was too long. 2) high heat generated by the electrical discharge was locally applied to the tip and the electrode, leading to a decrease in the adhesive strength of the agent securing the cutting knife and the tip. 3) a force applied to the tip during tissue incision or while removing charred tissue, as described above 2, decreased the adhesive strength of the adhesive agent, leading to the tip's detachment. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The event can be prevented by following the instructions for use which state: drawing number and revision number of IFU: gk6202 20 when the electrosurgical unit is used in the coagulation mode, crack/detachment of the tip and the electrode or deformation/break of the cutting knife could occur, for example when the high-frequency output is set too high or the length of the contact between the cutting knife and tissue is too short. During treatment, always ensure that the slider slides on the handle smoothly and that the electrosurgical knife observed in the endoscopic image is normal. Should cracks or detachment of the tip or deformation/break of the cutting knife be detected during use, immediately shut off the power supply, discontinue the procedure, pull the slider and withdraw the endoscope from the patient with the cutting knife retreated in the insertion portion of this instrument. Do not continue using an abnormal electrosurgical knife to prevent perforation or hemorrhages. If the tip or cutting knife is detached be sure to collect it using grasping forceps. Aspirate fluids such as mucus that adhere to the electrode and/or the cutting knife, outer sheath and body cavity tissues. Patient injury such as punctures, hemorrhages, mucous membrane damage and thermal injury of tissue could result if output is activated when in contact with these adhering fluids. When current is discharged while the cutting knife is being separated from the mucosa under wet situation, it may break the cutting knife or crack the tip. Always operate the electrosurgical unit at the minimum output level and for the minimum time necessary to successfully complete the procedures. Excessive output level and time may result in patient injury, such as punctures, hemorrhages or mucous membrane damage. Application of high-voltage waveforms for extended periods increase the likelihood that it may break the cutting knife or crack the tip. When a high-voltage waveform has to be used, minimize the duration of current application. -electrosurgical unit: voltage intensities of various waveforms soft coagulation < cut / pulse cut < forced coagulation do not use this instrument with the burnt tissue adhering to the cutting knife or electrode. This could cause patient injury such as punctures, hemorrhages, mucous membrane damage and thermal injury of tissue. It could also damage the cutting knife. Use the instrument removing the burnt tissue adhering. Be careful not to use excessive force when removing tissue attached to the cutting knife. When the tip is subjected to excessive force, for example, when scraping with excessive force the cutting knife by tweezers, etc. Or when extending and retracting the cutting knife abruptly and continuously, it may break the cutting knife or crack the tip. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.